Manufacturer narrative:
The returned device was evaluated and the pod was returned without the adhesive pad on the bottom housing. No damages or defects were found on the bottom housing and formed needle that would contribute to skin irritation at the pod infusion site. A root cause for the reported skin irritation could not be determined. Internal corrosion was noted in the received pod, mainly on the bottom battery. During fluid path test, fluid was found leaking through a tear on the unexposed portion of soft cannula. This was the source of internal fluid leakage that caused corrosion inside the pod. The damage to soft cannula affected the insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient was earing a pod between 24 and 36 hours their blood glucose level had rose to 382 mg/dl. As treatment, the patient applied a new pod and administered 1.5 units of insulin via syringe. The patient's blood glucose and insulin history are as follows: (B)(6).